Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was no failed icon. A technical support specialist confirmed that there was no issue on the station. The system functioned as intended after the technical support specialis resolved the issue.

Event description:
It was reported by the customer that pyxis medstation es system drawer was not detected on the bus. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.